Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that when unpacking the extension, it was found the ¿inside clean tray was broken.¿ it was noted ¿there was no crush on the outside box.¿ it was unknown whether any external factors may have led or contributed to the issue. A backup product was used instead and the issue was resolved. There were no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_tunneling tool, product type: accessory. Device evaluation: analysis identified that the packaging of the extension was damaged. If information is provided in the future, a supplemental report will be issued.